Event description:
The customer reported to customer service that the transformer for her pump in style advanced breast pump was cracked. Upon receipt at medela, the service center discovered that the transformer housing is breached, which is a safety risk.

Manufacturer narrative:
The customer's transformer was returned to medela on (B)(4) 2014 and evaluated on (B)(4)2014. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigation under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked and there were openings in the transformer housing. A visual examination of the cord revealed no exposed wires or signs of burning or fire. Resistance across the dc plug was measured as open, which indicates there was not a short in the dc cord. Smoke, fire and sparking wer not observed while the power supply was plugged in. The resistance across the ac blades was measured as 55.4 ohms, which indicates that the thermal fuse is not blown.